Manufacturer narrative:
Product complaint #: (B)(4). Component code: (B)(4) product not returned. Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. Prep used: chloroprep. No dressing. Patient may have had previous exposure to adhesive. Patient is not hypersensitive cyanoacrylate or formaldehyde. Patient is not hypersensitive to pressure sensitive adhesive. No product is available for return. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent robotic tlh bso: robotic total laparoscopic hysterectomy with bilateral salpingo oophorectomy on (B)(6) 2021 and topical skin adhesive was used. Patient had reaction appears to be resolving but patient reports slow improvement. Treatment: methylprednisolone.